Event description:
Surgical cannula flared and fractured while being driven with a mallet into a narrow intervertebral disc space. A small piece from the tip of the cannula was driven into the vertebral endplate and became embedded in bone. The surgeon did not attempt to retrieve it. Surgery was successfully completed with another cannula.

Manufacturer narrative:
Conclusion of analysis: not considered a non-conforming product due to significant damage caused by back-shaping and impaction into a compressed space, demands outside of the design intent. Parts of this lot are currently being rotated out of use and replaced by newer design.